Event description:
The customer contact reported the patient received more IV fluid than intended. The pump was returned to the biomedical engineering department with a note that stated, "not alarming when infusion complete and rate running faster than intended." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The pump history was downloaded and printed at the manufacturing site. The customer did not provide an event time or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter upon query by hospira personnel.